Event description:
It was reported than an asymptomatic patient presented to the or for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.